Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, after troubleshooting, including resetting breaks and blue fibers, the patient side cart and surgeon side console both powered on and completed self-tests when in standalone mode. However, when integrated, the vision side cart did not complete the self-test and hung up during the process. There was no report of patient involvement or reported injury. On 06/17/2025, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: "when the or team was attempting to start up the davinci 5 surgical robot in preparation for a case, the machine gave a "system error" that stated, "potential issue detected" with an attached error code of 41107. Another screen stated "data communication problem. Restarting device may resolve the issue" the machine was restarted and continued to give the same error code and not progress any further. We were told by the manufacturer that it is a circuit board, and they will be replacing it by the end of the day today, [date redacted]."

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the common compute controller (ccc) cfg to resolve the issue. The system was tested and verified as ready for use. This unit was returned for failure analysis, and the reported "31030 error at startup and 41107" issue was confirmed and replicated. The issue could not be confirmed via the lighthouse system. The ccc was visually inspected, and no issues were found. The unit was taken to a programming station, where it was connected and confirmed to be bricked through vmware. As a result of these findings, the root cause was determined to be a bricked ccc. The complaint was confirmed based on failure analysis.

Manufacturer narrative:
Including the related medical device report (MDR) 3000010000-2025-8005.

Event description:
Refer to h11 for follow-up information.